Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The outer box showed signs of water damage, degradation, and signs of being squished/smashed/flattened. Many of the individually packaged devices also had signs of water damage as well as tears in the packaging. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the box came in contact with water during shipping/handling. The moisture weakened the packaging and the box got flattened by something stacked on top of it. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a 2 10.0 fr dual lumen catheter box arrived damaged. The issue was found during receipt inspection. There were no reports of patient harm.